Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that alcohol was used to remove tissue, lead passed introducer test.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead tip became stuck in the target vein. There was difficulty encountered to get the lead removed from the vein and once removed, the lead tip (valve) was damaged. The lv lead was replaced. No patient complications have been reported as a result of this event.